Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011, to report that her son experienced a failed sensor one day after insertion. Upon removing the sensor, patient's mother noticed that the wire was shorter than normal. She confirmed that there was no wire at the sensor insertion site.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.